Event description:
A report was received that the patient was experiencing pocket site discomfort and believed that the ipg was heating when used. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pocket site discomfort and believed that the ipg was heating when used. The patient will undergo a pocket revision procedure.